Event description:
It was reported that system and normal diagnostic testing for a vns pt resulted in high lead impedance. Additionally, the pt experienced a sudden onset of painful stimulation one week before the high impedance results were obtained. The last known good diagnostic results were obtained three weeks prior to high impedance results. The treating physician reported that there was no known trauma or pt manipulation that are believed to have caused or contributed to the reported event. X-rays were taken and sent to cyberonics for review. No obvious lead discontinuities were visualized, however, the connector pin could be visualized past the connector block ruling out a connector pin issue as the likely cause. Pt is scheduled to go for a surgical consult soon, until which the cause or the problematic device contributing to the high lead impedance cannot be identified.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.